Event description:
It was reported by service report that power cord that goes to the 110 volt outlet was missing the ground prong. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: power cord plug missing the ground prong.